Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after one week, the patient was re-operated on because of a ripped anastomosis. There was a post-operative leak and the staples were found malformed. The doctor created a new anastomosis to correct the problem. There is was no extension of surgery time of 30 minutes or more. There was no blood loss of 500cc or more. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no reinforcement material used.